Manufacturer narrative:
The system and accessories were examined and the reported system message code was confirmed (via event log review). However, the cabling and pneumatics pcb were replaced to resolve the issue. The us pcb was replaced as a preventive measure. The system was tested and found to meet product specifications. The cable assembly, the printed circuit boards (pcbs ¿us and pneumatics) were received for evaluation. The sample evaluation of the us pcb was not required per procedure, as it was replaced as a preventive measure (pm). A visual assessment of the other two (2) returned samples the cable and the pneumatic pcb), which were found to have no visual non-conformities. The samples were installed into a system, where the system booted up with no issue. The system was able to prime tune using a calibrated handpiece with no issue. The system was also able to simulate surgical vitrectomy functions with no problem. Based on the results of this investigation, the reported event was unable to be replicated. The samples were found to functionally exhibit no problems. Therefore, the root cause of the reported event ¿system message¿ cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a system message displayed and the system was rebooted to resolve. There was no phaco power in torsional so the surgery was performed by adding vertical phaco power. There was no patient harm.